Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (3) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with sample port connector. Visual inspection of the sample noted no physical defects present. Using the (in-house) inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leakage observed. Leakage found and the solution entered into drainage lumen near inflation site (lumen to lumen leak). This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Dfmea ra0301351, revision 15 was reviewed for this investigation. The reported event is addressed in step #63. Based on this review the risk is within the expected range baw8736105, revision 0 was reviewed for this investigation. The labeling is found to be adequate to fulfill s03fa211 revision 25. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 1 hour after placement, foley catheter was inserted before surgery, but naturally removed during surgery. They suspected pinhole. Possibly the balloon part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that about 1 hour after placement, foley catheter was inserted before surgery, but naturally removed during surgery. They suspected pinhole. Possibly the balloon part.